Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that this was a procedure to treat a lesion in the right superficial femoral artery. The 6 mm x 100 mm x 135 cm absolute pro self-expanding stent system was advanced to the target lesion. However, during deployment, the thumbwheel did not go forward or backwards and the stent only partially deployed. The stent was pulled back in the sheath and removed without issue. No additional treatment was required; the absolute pro was not replaced. There were no adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspection was performed on the returned device. The failure to deploy was not confirmed as the stent was not returned and the rack was fully retracted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It may be possible that during use, the distal sheath was bent or entrapped in the vessel causing resistance with the thumbwheel and partial stent deployment; however, this could not be confirmed. The investigation was unable to determine a conclusive cause for the reported deployment issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.